Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At a routine follow up, transesophageal echocardiogram (tee) revealed a mobile device related thrombus on top of the closure device, which appeared biased towards the limbus. The closure device appears to be well seated. No further information was provided at the time of this report.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. At a routine follow up, transesophageal echocardiogram (tee) revealed a mobile device related thrombus on top of the closure device, which appeared biased towards the limbus. The closure device appears to be well seated. No further information was provided.